Event description:
Customer reports his meter has no power while using the aviva system. Customer reports high blood glucose symptoms, attempted to test and device had no power. Customer went to the ER and tested with a blood glucose result of 449 mg/dl; was treated with insulin. No quality controls were run. A request was made for the return of the suspect product and a replacement was sent.